Event description:
It was reported that before surgery the air dermatome was found to have air leakage. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(6). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g1, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined that the motor rpms was below specifications and the bearings and reciprocating arm needed to be replaced. The motor, bearing and reciprocating arm were replaced and resolved the reported issue. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.